Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer had been receiving multiple temperature alarms. The customer's blood glucose levels were not affected. The customer reported pump was within "normal limits" of temperature conditions. The customer will use insulin injections until they receive the replacement insulin pump.